Event description:
During testing at the user facility, the device was able to be programmed while the lockout switch was in the locked position. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device was able to be programmed while the lockout switch was in the locked position. This was due to a broken printed circuit board. The cause of the broken printed circuit board could not be determined. The lockout feature is intended to deter an unauthorized user from stopping the infusion or changing the settings without alerting the clinician. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).